Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing and operating currents could not be completed due to the constant alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
The customer reported via phone call that she was pushed into the pool with the insulin pump. Customer stated that the insulin pump alarmed motor error. Device was not dropped but it has fluid under the lcd display. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.